Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d9. The following sections were updated: b4, b5, d4, g3, g6, h2, h10. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the elevator was broken during an initial segment procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient underwent an initial segment procedure in which the tip of two elevators broke. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: elevator #301 cat#09-0257 lot#j20. Two of item# 09-0257 lot# j20 were returned and verified to complaint. It can be seen that the tip end of the products have fractured in different locations within the working end of the tip. No other indications can be observed that would assist in evaluation. The numbers 21 and 23 respectively have been scratched into the handle of the returned parts, which would have occurred after shipment from zimmerbiomet. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00580.